Event description:
It was reported that the insulin pump started shutting off and alarmed empty reservoir. It was found in the alarm history that the insulin pump alarmed unexpected restart and external ram crc error but no empty reservoir alarm. Troubleshooting was done for blank display. Customer blood glucose was 192 mg/dl. During the troubleshooting, the display returned. Troubleshooting was done for unexpected restart. Advised customer the insulin pump would be replaced. The insulin pump passed the self test during the troubleshooting for external ram crc error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.